Event description:
Following pump replacement, the patient never had therapeutic effect. It was noted that the medication was not placed into the pump at the time of implant to allow for the swelling to decrease. At the first refill, 19cc were removed instead of the expected residual volume of 3cc. In 2009, the patient had surgery in order for the physician to be able to access both of the ports. The patient stated that the pain had been worse since that surgery, and she could not tell if the medication was being delivered. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.